Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified the absence of the hemostatic valve and reddish material in the silicon ring. During the procedure, no vizigo sheath issues were reported or noted. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed the absence of the hemostatic valve and reddish material in the silicon ring. When a good known lab vessel dilator was introduced into the sheath, reddish material was expelled, but no valve or resistance was detected. This failure is not related to the manufacturing process, as four process controls are in place to prevent devices without a hemostatic valve from reaching the customer. A device history record evaluation was performed for the finished device number 60000472,  and no internal actions related to the complaint were found during the review. An issue with the hemostatic valve was identified during the investigation; however, this is unrelated to the reported event. The potential cause of this failure could be attributed to device manipulation after the procedure, though this cannot be conclusively determined. The presence of reddish material is likely associated with usage during the procedure. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).